Event description:
It was reported by service report that the bed has no power and the footboard lid hinge was damaged causing areas for potential fluid ingress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: lid.